Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case with MDR # 2134265-2018-00229 and 2134265-2018-00462. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, the ilab system froze during pullback and they notice that the terminal part of the motordrive unit five plus was corroded. Thus, automatic pullback failed. No patient complications were reported and the patient's status was good.